Manufacturer narrative:
The silicone material was confirmed to be a medical grade component. The manufacturing operators were made aware of the complaint. This appears to be an isolated incident. No further actions will be taken at this time.

Event description:
It was originally reported that "the balloon did not inflate before use." The catheter was not used and no patient injury was reported.

Manufacturer narrative:
The catheter that was returned for evaluation was found to have a silicone elastomer material on the vascular balloon latex that was not indicated on the original report. One fogarty embolectomy catheter with attached bd 1 cc syringe and stylet wire was received for evaluation. The balloon and balloon windings were visually inspected for indication of damage or abnormality and the balloon was found to be ruptured longitudinally between the distal and proximal windings. A transparent gummy material, 7/100' x 1/50' long, on the balloon latex was observed. There did not appear to be any latex missing. The sample material was removed and sent to chemistry for further analysis. Chemistry testing found the substance showed similar absorption characteristics when compared to silastic (silicone elastomers) like material. No damage to the balloon windings, catheter body, or returned syringe was noted. The foreign material was measured with a lab scale and lab microscope at 20x magnification. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. An investigation has been initiated to determine if the root cause is related to the manufacturing process and implement any necessary corrective actions.